Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) after completing a supply change. There was no reported impact to the customer's blood glucose level. Troubleshooting was unable to be performed as customer stated they had suspended pump therapy due to receiving the cartridge alarms. It was indicated that insulin injections were available for alternate therapy.